Manufacturer narrative:
P-cap locked in place properly during testing. Unit powered up and functioned properly upon battery insertion, unit passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Thump software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any no delivery alarms that may have occurred in the past or during the complaint call. The adapt tool reveals that on 04/11/2024 08:08:00.000 no delivery alarm (7) was recorded. However, no unexpected or constant no delivery alarms or stuck keypad alarms noted during testing. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic stack. All connectors were plugged in properly and no moisture damage or anomalies noted during visual inspection. No damage noted to keypad assembly and j1 connector on pcb1 was locked properly during visual inspection. Unit received with cracked case on battery side, cracked case (battery tube), cracked case-corner of belt clip rails, stained keypad overlay, and pillowing keypad overlay. In conclusion customer concern of cacked case were confirm when cracked case on battery tube was observed during visual inspection. Unit was tested successfully, and no unexpected no delivery alarms noted during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced insulin flow block alarm and crack on the pump. The customer reported no adverse event. The troubleshooting was performed. The event involved product(s) mmt-397a, mmt-332a, mmt-1884l. Customer reported insulin flow blocked alarm (past/resolved event).issue was resolved. No harm requiring medical intervention was reported. No product return is required for mmt-397a. No product return is required for mmt-332a. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.